Event description:
Rptr's mfg plant was an early initiator of layperson cardiac defibrillation in the workplace. As part of the program co purchased four (4) agilent technology fr2 defibrillators for facility. The units were strategically located throughout the plant and, fortunately, to date they have remained in their wall cabinets and have not been needed for pt use. During a routine inspection, rptr determined that one (1) of the units had failed. Rptr immediately sought a replacement from the MFR and began a dialogue with phillips medical systems about the proper response to this failure. Initially, rptr requested replacement with one (1) new unit and that svc personnel visit facility to inspect the other three (3) defibrillators to insure that the failure would not occur with units that were the same model, purchased at the same time. Phillips declined to honor this request and sent co a rebuilt defibrillator to replace the failed unit. Phillips also responded with the enclosed letter advising that a component on a printed circuit board was defective and cited some statistical data to support their declination of rptr's request. Subsequent to initial response, rptr met with a MFR representative and requested that all four (4) of units be replaced with new current technology defibrillators, at no cost to l'oreal, and that rptr be provided with assurances the new units had been certified as not having the same defect as the failed equipment. Phillips again declined and offered four (4) rebuilt units with warranty. In rptr's discussions with phillips/agilent, they expressed their concerns that identical technology was purchased at the same time and that one (1) of the four (4) defibrillators had, in fact, failed in plant and their response seemed less than fully adequate. A reasonable question seems to exist as to whether phillip's product support has been appropriate considering the significance of this particular type of equipment. Rptr requests review of phillip's position and, if possible, advise as to its adequacy for these circumstances. Rptr feels at this juncture that an independent opinion is in the best interest of employees and maintaining capacity to continue a potentially valuable program in the manufacturing plant.